Event description:
4 fr groshong pic placed with tourniquet off continued getting back. Flow of blood from catheter, placed connector and extension tubing, flushed with ns using a 10cc syringe. Found a piece of blue plastic sitting in the extension tubing PICC disconnected. Catheter tip found to be intact. Pt appears to have no signs of symptoms of respiratory distress.